Event description:
Caller states that the patient tested >8 inr on the device while a lab drawn within 4 hours produced a result of 5.5 inr. No action was taken based on device result. No adverse event reported and no treatment received. Requested return of suspect device, however caller declined return/replacement.